Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis event. Based on the provided information, a temporal association exists between the liberty cycler and the reported adverse event, however there is no documentation or evidence, indicating a causal relationship between the liberty cycler, and the adverse event of peritonitis. Additionally, there is no allegation against any fresenius products and the adverse event. There is a probable association between the reported peritonitis and a breach in aseptic technique during pd therapy given the organism cultured was staphylococcus epidermidis. Should additional new information be made available this clinical investigation will be reevaluated. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported that the patient was diagnosed with peritonitis on (B)(6) 2017. The peritoneal effluent culture results yielded staphylococcus epidermidis. The patient was reported to be constipated. The patient was treated at the outpatient clinic with intraperitoneal (ip) antibiotics (medication, dosage and duration unknown. The pd nurse reported that the peritonitis was attributed to touch contamination. The patient has since recovered from the event and continued pd therapy without any complications. As of (B)(6) 2017 the patient has received a transplant and is no longer performing pd therapy.